Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that patient came to medical center on 19 jun 2023 because implant crown fell out. Doctor tried to fix again the implant at tooth site 41 with the screwed superstructure and noticed that implant thread was fractured inside. Patient referred pain. New implant placement will be placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative it was reported that the doctor indicated the patient came to the medical center on (B)(6) 2023 because the implant crown fell out. Doctor tried to fix again the implant at tooth site # 41 with the screwed superstructure and noticed that implant thread was fractured inside. Patient referred pain. New implant placement will be placed. Zimvie received one (1) tsvtb13, (imp,tsv,3.7,13,mtx,mg) for evaluation. Visual evaluation of the as returned devices identified the implant with signs of use. Implant fracture identified at the collar. The implant was stuck to an unknown removal tool. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 62479576. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62479576 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.